Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. Peritonitis was manifested by the patient feeling unwell. It was not reported if the patient was hospitalized for the event. The cause of the peritonitis was not reported. The patient was treated with a course of unknown antibiotics (dosage, frequency, route, and duration not reported). The action taken with dianeal and extraneal therapy and the patient outcome were not reported. No additional information is available.